Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 38 for consecutive stalled motor during a supply change, and the user attempted multiple restarts without resolving the alarm; the device had sufficient battery and the event was verified in the device history. Symptoms included no change in blood glucose. Outcomes included continued cgm use without interruption and facilitation of a replacement device with instructions to shut down the original device and return it. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.